Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the pacemaker was found in backup operation. Patient was brought to the clinic and programming changes were made. No patient consequences reported.